Manufacturer narrative:
Product event summary: the device was returned analyzed and no anomalies were found. The returned device indicated a loose/detached set screw. The returned device found a set screw with a rounded socket, and indicated a damaged set screw.

Event description:
It was reported that during implant of implantable cardioverter defibrillator (ICD), difficulty turning the setscrew when fixing the lead into header, and could not locate setscrew. The ICD was exchanged for a different device. No patient complications have been reported as a result of this event.